Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The service engineer confirmed on-site the pre-use check test message "pressure transducer difference > 5 cmh2o", indicating leakage. After the expiratory pressure transducer was replaced according to recommendations in the service manual, pre-use check passed. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. Received information indicates a problem with the expiratory pressure transducer. However, as no device logs were received and no part was returned despite reminders, the problem cannot be confirmed nor any root cause identified.

Event description:
Manufacturer ref.#: (B)(4).